Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp), white cotton material was pushed out of the subject device biopsy channel. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation was performed during this investigation. The subject device was returned, evaluated, and the user¿s report was not confirmed. The channel did not contain any cotton-like material but was found stained with the presence of wear and tear apparent. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the initial reporter.